Event description:
The clinic reported an autotest failure. Gambro technical services (gts) found "rtv" from the balance chamber diaphragm magnet had come loose, lodging in one of the balance chamber valves. This in turn caused the valve to stick open. There was no pt involvement.